Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a primary left tka, outer blister of the femoral component was opened and what appeared to be a hair was on the tyvek of the inner blister. Due to sterility concerns, surgeon elected not to use the implant before it entered the field. Another implant was immediately available and rep reported that no surgical delay was caused. Rep was present at the time of discovery and witnessed the implant opened.

Manufacturer narrative:
Conclusions: the investigation concluded the returned packaging to be nonconforming. Visual inspection of the returned product confirmed a small piece of hair on the top of the inner tyvek seal near the edge of the outer blister. Nc was raised to investigate the confirmed issue.

Event description:
It was reported that during a primary left tka, outer blister of the femoral component was opened and what appeared to be a hair was on the tyvek of the inner blister. Due to sterility concerns, surgeon elected not to use the implant before it entered the field. Another implant was immediately available and rep reported that no surgical delay was caused. Rep was present at the time of discovery and witnessed the implant opened.